Event description:
Patient claimed to obtain higher blood glucose readings than usual on her suspect device. She got a blood glucose reading of 345 mg/dl on suspect device and 2 hours later she passed out. At the hospital, her blood glucose was 52 mg/dl (unknown method). She was treated with glucose.